Manufacturer narrative:
One fast fix 360 reverse curve was returned for evaluation. No t's or suture returned. Actuator is in its t2 pre-deployment position indicating a deployment of t1. A root cause cannot be determined at this time.

Event description:
During a meniscal repair procedure, it was reported that after the t1 deployment, the t2 implant fell off from the inserter needle. This occurred with out the physician pushing the trigger. All implants were removed from the body. The procedure was successfully completed with a back-up device.

Manufacturer narrative:
Supplemental is being submitted to provide MDR cover letter inadvertently not attached with initial MDR report. (B)(4).